Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2006 ¿ repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2007 ¿ presents with intermittent upper abdominal pain especially when she bends over. No nausea, vomiting, or fevers. Pains are not persistent. Upon exam there was moderate tenderness across the upper abdomen at site of expected edge of mesh, there were no signs of recurrence. Pt informed of mesh recall, the md recommended consideration of removal of mesh. Pt states she will consider having the mesh removed in the fall. On (B)(6) 2007 ¿ presents with new onset of intractable nausea and vomiting for two days with upper abdominal pains, no diarrhea or fevers, denies eating anything unusual. A CT was recommended to rule out small bowel obstruction and mesh related problems. On (B)(6) 2007 - excision of composix kugel mesh with placement of bard supramesh. Reportedly, the composix kugel mesh was firmly adherent, however it had several folded over edges and was not as flat as when initially deployed. The transverse colon and omentum were noted to be partially adherent to the mesh. There was no recurrence. Upon removal, the mesh was noted to be contracted and did not have its normal oval shape. On (B)(6) 2007 ¿ f/u visit, the incision is noted to be well healed. Pt complained of pain at the right lower edge of the mesh for the last month, there was no recurrence on exam. She was advised this may be neuralgia and can consider trigger pint injection vs watchful waiting vs CT of abdomen. The pros and cons were explained and she wishes to wait.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for adhesions which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.